Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01may2026 has been used as a placeholder. The device is returned for evaluation. Event log was reviewed. The delivery accuracy test was performed to attempt to duplicate the reported issue of inaccurate delivery. The reported issue was not duplicated. The reported issue was not confirmed in history. The probable cause of the reported issue is a no problem found. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
The event involved a plum duo, list number 40002, serial number (B)(6), the customer reported a safe event, the dose changed on its own and the customer requested remote log analysis. The status of the product at the time of the event was during infusion. There was patient involvement and there was no patient harm.